Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Complaint reference (B)(4).

Event description:
As reported to angiodynamics on (B)(6) 2018: it was reported that during an evlt procedure, when treating the patient's second vein, the laser fiber's fiber lok came loose allowing the lok to slide freeley up and down the fiber shaft. The device was set aside and a new of the same was used to complete the procedure. Post procedure, the patient was tested for dvt as a precaution. No dvt was noted. It was reported the disposable device is available for return to the manufacturer for a device evaluation.

Manufacturer narrative:
Returned for evaluation was a 90cm laser fiber. A visual inspection of the fiber noted no obvious visual defects or damage. The fiber lok was able to be moved freely along the fiber shaft. The customer's reported complaint description of "fiber lok moved." Is confirmed. A definitive root cause for the event cannot be determined. A possible contributing factor could be due to user technique. As stated in the IFU "avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a diameter of 20cm." A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. During the manufacturing process, the disposable fiber device receives a 100% inspection and an aql inspection in which the quality of the fiber strip is inspected. Prior to packaging, all components are inspected for damage. The instructions for use, which is supplied to the end user with this catalog number, contains the following statement "prior to and during use, avoid damaging the fiber by striking, stressing, or excessive bending. Do not coil the fiber tighter than a diameter of 20cm" and "pull the sheath back and lock it to the sheath-lok fitting." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).